Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The lab test results were provided to livanova (B)(4), which confirm the presence of mycobacterium chimaera. Through a follow-up communication, livanova (B)(4) learned that the heater-cooler system 3t is placed outside the operation theatre during use. The customer also stated that the cleaning procedure is performed according to the instructions for use (IFU). The customer plans to return the device to send to livanova (B)(4) for deep disinfection. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera during maintenance. There was no known patient involvement.

Manufacturer narrative:
The heater cooler system 3t was returned to livanova (B)(4) to undergo the deep disinfection procedure. The deep disinfection procedure was completed successfully on (B)(6) 2017. Corrective actions are in progress for this issue.